Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: feeling weak. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in several follow-up calls and an e-mail to ensure the customer's condition had improved and that the initial concern is resolved - unable to establish contact with customer at this time. Unable to be confirmed if customer had contacted the doctor after the initial call.

Event description:
Consumer reported complaint for display issue. The customer called stating he had just performed his first blood glucose test on the true metrix air meter and obtained 391 mg/dl; customer inquired how to interpret the result, as per the customer ¿there is a space between the 39 and the 1.¿ the meter memory was reviewed for previous test result history, and the customer stated that he sees 39 then a space 1. Per the customer, he has not taken his blood glucose reading in over a month now and wanted to know what the readings mean. Customer stated that he may contact his doctor because he does not know how to read the numbers. At the time of the call the customer reported feeling weak. Per the customer he has been feeling weak for the past 3-4 weeks, and he is not sure if it is because of diabetes or bronchitis. During the call, a back-to-back blood test was not performed by the customer. Test strip lot information was not provided.